Event description:
Initial report: since the adoption of our emr I centra, the nurses were reporting that the volumes they had programmed into the care fusion pumps were not populating into I aware correctly. We placed many tickets looking for a resolution. After careful analysis with (B)(4) , it was decided that more than likely it was the pump that was malfunctioning. We then had pumps pulled as it occurred. The pumps did not appear to be malfunctioning either. It was decided that it was the pulling of small volumes, I reported this to corporate quality additional information: situation: the nicus at 2 intermountain facilities have submitted reports regarding incorrect documentation of IV fluids. The 3 events show an over dosing of medications. Carefusion logs demonstrate the correct amount being infused. Issue: there is an error in the documentation software of the carefusion IV pump. Background: after going live on new emr, nicu reported 2 incidences of where the record documented an overdose of medication being infused. The pumps were pulled, the logs pulled for both instruments and sent to carefusion for evaluation. After months of f/u, carefusion acknowledged an "error" in the carefusion system. Our staff can see that it is in the carefusion documentation software but carefusion has stopped short of admitting that.